Manufacturer narrative:
Result - inaccurate scale was due to user error. Damaged timing link and popped out footboard modules.

Event description:
It was reported by service report that the head left siderail was stuck in a down position, the scale was not zeroed, causing bed exit alarm in 3rd zone, and the footboard modules were popped out due to impact. No pt involvement or adverse consequences were reported.